Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator passed 117 hours of extended tests at the customer's settings along with the initial final test. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the front control panel was frozen on the ventilator. It is unknown at this time whether there was any patient involvement associated with this complaint.